Event description:
Boston scientific received information that this right ventricular lead was surgically abandoned and replaced due to low impedance measurements less than 200 ohms along with lead noise. No patient symptoms or clinical issues were noted as the patient is not pacemaker dependent. No adverse patient effects were reported and the lead was replaced successfully.

Manufacturer narrative:
The lead was surgically abandoned. No further information is available. This report will be updated if more information becomes available.